Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: the keypad is intact; all buttons were responsive during investigation. Investigators removed keypad to inspect under contacts and there was no contamination found under contacts. Unable to duplicate complaint of under responsive keypad. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector with latch closed. No evidence of moisture found internally. The abb cover was detached/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.